Manufacturer narrative:
Summarized patient outcomes/complications of trifecta valves were reported in a research article in a subject population with multiple co-morbidities including coronary artery disease, prior stroke, carotid artery stenosis, peripheral arterial disease, pulmonary disease, diabetes, atrial fibrillation, permanent pacemaker, heart block, frailty, pulmonary hypertension, regurgitation (aortic, mitral, tricuspid), aortic gradient. Complications reported included surgical intervention (pacemaker), hospitalization, stroke, myocardial infarction, bleeding, unspecified tissue injury, dislocation of prosthesis; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: transcatheter vs. Surgical aortic valve replacement in women: the rheia trial.

Event description:
N/a

Event description:
The article, "transcatheter vs. Surgical aortic valve replacement in women: the rheia trial", was reviewed. The article presented a prospective, multicenter study comparing outcomes of transcatheter aortic valve implantation (tavi) with a balloon- expandable valve vs. Surgery in women with severe symptomatic aortic stenosis as part of the randomized research in women all comers with aortic stenosis (rheia) trial. Devices included in the study were sapien 3, sapien 3 ultra, edwards magna ease, edwards intuity, abbott trifecta, livanova perceval s, medtronic avalus, and medtronic mosaic ultra. The article concluded that among women with severe aortic stenosis, the incidence of the composite of death, stroke, or rehospitalization at 1 year was lower with tavi than with surgery. [The primary and corresponding author was didier tchetche, groupe cardiovasculaire interventionnel, clinique pasteur, 45 avenue de lombez, 31076 toulouse cedex 3, france, with corresponding email: dtchetche@clinique-pasteur.com]. The time frame of the study was from november 2019 to april 2023. A total of 420 patients were included in the study, of which 12 (6.6%) received an abbott device. The average age was 73.1 years for tavi group and 73.3 years for surgery group. All patients were female for this study. Comorbidities included coronary artery disease, prior stroke, carotid artery stenosis, peripheral arterial disease, pulmonary disease, diabetes, atrial fibrillation, permanent pacemaker, heart block, frailty, pulmonary hypertension, regurgitation (aortic, mitral, tricuspid), aortic gradient.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: transcatheter vs. Surgical aortic valve replacement in women: the rheia trial.